Manufacturer narrative:
No additional information is available for this event. No clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards ro a false positive tbhcg result on one patient sample generated by unicel dxi 800 access immunoassay analyzer. The patient was trying to get pregnant and refused antibiotic treatment due to the positive result. No additional patient and sample information was supplied. No death or injury has been reported in connection with this event.